Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels 42 mg/dl. Customer's current blood glucose level was 162 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer declined to troubleshoot as the event of low blood glucose. The insulin pump will not be returned for analysis.